Manufacturer narrative:
The battery, (B)(4) was not returned for evaluation and analysis. The log files of the controller in use during the reported event revealed that the controller did not contain the smr software upgrade installed. Log file analysis did not reveal any premature power switching events during the reported event date involving (B)(4). As a result, the reported event could not be confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was complaining of battery switching. Battery remains in use. No patient complications have been reported as a result of this event.